Event description:
Rptr had rupture of breast implant. She was diagnosed with multiple sclerosis 6/12/90. She has joint pain, swelling of hands and feet, numbness, energy loss, fatigue and neurogenic bladder.